Event description:
Novasure almost killed me. I am an admin of a (B)(6) group. Novasure facts you should know. I submitted questions to hologic for answers. They never complied as promised. Please contact me so I can explain novasure is a crime against women. This will be another problem like essure is! Help please! (B)(6). Hologic failed to follow through.